Event description:
It was reported that the pump was found to be in stopped pump mode following an attempted update during a refill. When the pump was discovered to have stopped, only nine minutes had elapsed since the stop occurred. The reporter stated that the programmer showed that the telemetry had been successful. Minutes later, the patient was re-interrogated and it was found that the reservoir volume was correct per the update. The pump was then successfully reprogrammed; however, only one file was seen in the printer queue, which reportedly meant that the first update had not completed successfully. It was noted that, with the refill, the pump rate was also decreased by 8%. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8840 lot# serial# unknown; product type programmer, physician. (B)(4).